Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to an undefined elevated blood glucose (bg) level and high ketones. Prior to going to the ER, the customer delivered a correction bolus to attempt to treat the bg. The hospital staff treated the customer with intravenous saline and insulin, and the customer was released the same day with no permanent damage. No pump issues were identified.